Manufacturer narrative:
After further investigation this complaint is deemed no longer a reportable event. It was reported the device presented with the following: intermittently lose spo2 wave forms the customer stated that the monitor intermittently lose spo2 wave forms. The philips field service engineer was at the customer site for onsite service. Objective evidence was provided that demonstrates no malfunction occurred, then under such a case the device is operating as designed and as configured. It was confirmed that the reported issue was caused by an non-philips spo2 sensor covidien. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.

Event description:
The customer reported intermittent loss of spo2 waveforms while transporting the device. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.